Manufacturer narrative:
The expiration date for the lot number is 12/27/2024.

Event description:
The patient called to report that he had two v-go 20 devices fall off. He stated that it was due to perspiration and while swimming. The patient confirmed that he is preparing the application with an alcohol prep prior to applying the v-go devices. The v-go devices in question are not available for return to the manufacturer for evaluation.